Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient as they reported that they were never trained on how to operate device. Patient weight was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated that to their knowledge, the cause of the implantable neurostimulator (ins) not working was not determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient was never able to figure out how to adjust the device and it had not been working at all and if the patient couldn't get it to work, they were going to find someone to take it out. It was noted the patient did not feel stimulation at the time of the report and the therapy was on, and sometimes felt stimulation at night when they were trying to sleep. Using the patient programmer to increase/decrease parameters and change programs was reviewed. The patient programmer wouldn't turn on and the patient changed the batteries and the issue was resolved. The patient increased amplitude and stimulation on p4 from 2.8 to 3.0v and felt stimulation sensation in the correct area (i.e. Bike seat). It was noted during troubleshooting, the patient saw the turn ins on screen when they tried to increase; it was suspected that the patient accidentally turned the ins off while using the remote during the report as the patient confirmed they saw the ins was on when the patient first pulled up settings ¿ the patient was able to turn the ins back on and increase during the report. It was reviewed that it took time for the body to respond to therapy and the patient should follow-up with their healthcare provider (hcp) if the problem did not resolve and to consider changing programs. The patient never had a follow up post-implant and it was noted the hcp said they had nothing to do with the device. It was reviewed that the hcp could invite a manufacturer representative to the appointment. No further complications were reported/anticipated.